Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states a couple of days ago the controller started showing "settings not available cannot provide your desire intensity". Agent asked the battery level of the ins pt states it currently is at 40% however the ins was at 90-95% when the message appeared. Agent reviewed the meaning of the message and redirected to healthcare provider (hcp). 2025-jan-15: additional information was received from a manufacturer representative (rep). The rep reported that there was an impedance issue. Electrode 1 displayed 940, and electrode 8 displayed 1000. The connection on electrode 13 was out and displayed 40000. The cause was stated to be the settings not available message but the cause of the message is not known. Patient reports that they have fallen many times. The rep changed programming and multiple checks were conducted, but the issue is ongoing.